Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported migration (partial clip movement) could not be determined. The reported tissue injury and tr appeared to be related to migration. Hospital and unexpected medical interventions were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted imaging was challenging during the procedure. One clip implanted, reducing tr to a grade of 1. The following day, echocardiography showed the implanted clip had partially detached from the septal leaflet, causing tissue damage and tr to increase to a grade of 3-4. On (B)(6) 2024 an additional triclip was performed, and two clips were implanted, reducing tr to a grade of 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.